Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate which resulted in an empty cartridge alarm occurring. Customer loaded a new cartridge and received a minimum fill notification despite the cartridge being filled with 150 units of insulin. Customer¿s blood glucose level was 239mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.